Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer via the rep. No further action was taken. The patient didn't use the device/therapy anymore.

Event description:
A consumer reported via a manufacturer representative (rep) that their implantable neurostimulator (ins) wasn't working. No diagnostics or troubleshooting was performed and no actions or interventions were taken. The patient was going to discuss a replacement with their physician. No patient symptoms were reported and the device was indicated for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.